Event description:
Reference number (B)(4). Event occurred in saudi arabia it was reported that the patient experienced a hyperglycemic event on 28-feb-2026. The patient blood glucose level was 300 mg/dl and the patient was treated using pump. No further information available.